Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the involved customer service engineer (cse) checked the system and found that the live monitor in the operation room showed no images and had a flashing led. A flashing led on a monitor is a warning signal for a high operating temperature or a missing video signal. All the other monitors worked as intended, including the additional live monitor in the control room. The cse replaced the monitor and the system worked as intended. In the opinion of the technical expert, the most feasible root cause is a defective component inside the monitor which caused a high temperature. As a reaction, the monitor reduced the intensity of the backlight, which resulted in a dark display up to the failure of the monitor. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an emergency procedure, the user reported that the live monitor shows no image. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.